Event description:
A caller reported a malfunction on a pump. There was no adverse impact to the customer's blood glucose level. As a corrective action, a backup insulin pump was prepared, and the customer was informed that a replacement pump would be sent by technical support. The customer received instructions on putting the malfunctioning pump into storage mode before returning it and acknowledged the steps required upon receiving the replacement pump. The address for shipping was confirmed, and the return process was explained and understood.